Manufacturer narrative:
(B)(4). This report is for a system error 2240, where the patient disconnected without using proper disconnect procedures which is a known cause of this alarm. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect to therapy after properly disconnecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during drain five of five. The hp had disconnected during dwell five of five to use the restroom and did not press stop. The hp didn't get back to the machine before drain started. The hp reconnected to the setup and was connected when the alarm occurred. The hp cycled the power to clear the alarm. The technical service representative (tsr) assisted the hp in ending therapy. The hp was to complete therapy using manual supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.